Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. Customer's blood glucose was over 600 mg/dl at the time of the incident. The customer stated they were feeling lethargic from their high blood glucose. Customer also stated they were unable to lower their blood glucose, prompting the hospitalization. Customer stated they were wearing the insulin pump at the time of the hospitalization. Customer was released from the hospital on (B)(6) 2016. It was also found the customer received a no delivery alarm on the insulin pump. Customer stated they changed the infusion set five times due to the alarm. The customer's current blood glucose was 515 mg/dl at the time of the call. Customer stated the drive support cap appeared to be normal during the troubleshoot. Customer agreed to return the insulin pump for analysis.